Manufacturer narrative:
This is report 1 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. A second test was performed on the patient with another rapid testing platform of the same make and model, but the reported condition could not be reproduced. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 1 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.